Event description:
It was reported to philips that the pins on the battery pca were bent. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.